Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored for several days, no blank display and with normal operating currents. No damage found on the lcd isolation tape noted. The insulin pump was received with cracked battery tube threads, reservoir tube lip and minor scratched display window.

Event description:
It was reported the customer had a crack by their battery compartment. The customer also reported receiving a blank display when they replaced their battery. The customer also reported seeing cracks on their reservoir area. Customer's blood glucose was 135 mg/dl it was also found the customer was able to retrieve their display after they had tighten hair battery cap. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.